Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite, checked the host pc and found the system was not booting up. Upon troubleshooting, fse found bad contact in the power supply cables. To resolve the issue, fse cleaned and reconnected all power supply cables. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.